Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced high impedance on some of their bipolar pairs on the left lead. The pt also experienced a decrease in therapy on the left side. A longevity calculation was performed that estimated a remaining 49 months of the stimulator. The battery voltage was 3.5v. A possible battery replacement and lead/extension revision was discussed. Additional info has been requested from the hcp, but was not available as of the date of this report.